Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed off no power alarm test and the dat test at 0.08745 inches. No over delivery, under delivery anomaly or failed battery test alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Insulin pump had intermittent button response on the act button due to corroded keypad traces. Insulin pump had cracked reservoir tube near the keypad overlay, minor scratched display window, cracked belt clip slot, case at display window corner, cracked reservoir tube window and a partially broken reservoir tube lip.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the dat test at 0.08745 inches. No over delivery, under delivery anomaly or failed battery test alarm noted. Device was unable to prime during prime test due to fault unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had intermittent button response on the act button due to corroded keypad traces. Unit had cracked reservoir tube near the keypad overlay, minor scratched display window, cracked belt clip slot, case at display window corner, cracked reservoir tube window and a partially broken reservoir tube lip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
He customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with a blood glucose over 800 mg/dl. The insulin pump had a few cracks on it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 800 mg/dl. The customer¿s current blood glucose was 500 mg/dl. The customer experienced symptoms such as nausea and vomiting and abdominal pain. The customer was treated with insulin drip. The insulin pump will be returned for analysis.